Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart issue. The reporter stated that the patient had a blood glucose (bg) of 522 mg/dl. Emergency/911 protocol was initiated. Type of treatment was not provided. This report is being made due to the bg excursion the patient experienced due to an alleged site/set/cart issue.